Manufacturer narrative:
Date of event estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unknown vessel was attempted with a proglide device using the pre-close technique relative to a stent graft procedure. Reportedly, when the two suture ends were attempted to be pulled, they came off [out]. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in the calcified left common femoral artery was achieved with two proglide devices using the pre-close technique via a 12f sheath prior to an acute stent graft procedure. The graft procedure was completed. When the two suture ends of a suture were attempted to be pulled, they came off [out]. The other suture's knot was successfully advanced; however, proglide use was abandoned. The vessel was incised and hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
B3, d10: estimated date. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: health effects-impact code - 4641 removed.